Event description:
Report received from the USA requesting unspecified repairs. It was unk to the reporter whether or not the device was used in surgery or whether or not any injuries or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The customer did not allege a deficiency. Reliability engineering evaluated the device and it was determined that the device had no rotational movement during the set screw test. It was determined that the device had a loose motor. The device also failed the sound test. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).